Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Error message received during measurement process.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00089) submitted in 2016 did not go through correctly. Additional information was received and it was reported that the application specialist was using the dataset as a teaching material for demonstration that is relevant to aortic insufficiency or aortic regurgitation when the following error message appeared on the screen: "index was out of range. Must be non-negative and less that the size of the collection." The message kept appearing on the screen even though the dataset was already closed. The user rebooted the system and the reported phenomenon was resolved. There was no patient involved during the event. No additional information was provided.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00089) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1) additional event information: additional event information (see section b5), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), provide additional report source (see section g3), provide the date additional information was received (see section g4), provide the date received by manufacturer (see section g4), provide the PMA/510(k) number (see section g5), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; however, the savelog was reviewed by the product lifecycle management (plm). The plm was able to reproduce the reported phenomenon in stress echo protocol (testing the system) resulting in a delay caused by the need to reboot the system. It was found that during the failed state, the user was unable to store images or enter measurements. After the reboot, diagnostics were ran and it showed that the system was fine and had passed all the tests. Investigation results: - while performing the esie measurements (with deltadcalipertool), when one of the tool goes to invalid state (i.e., displays ***in rda) the state of tool and grouptool becomes invalid. After moving the mouse, the state of the tool goes back to updating state (since its results are valid & committable), but the tool group state is ready. Hence during the consecutive mouse move and when comitting the tool, it removes the tool from graphics. - this issue was fixed in software release vb20a (4.0a).

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation results: - while performing the esie measurements (with deltadcalipertool), when one of the tool goes to invalid state (i.e., displays *** in rda) the state of tool and grouptool becomes invalid. After moving the mouse, the state of the tool goes back to updating state (since its results are valid & committable), but the tool group state is ready. Hence during the consecutive mouse move and when comitting the tool, it removes the tool from graphics. - this issue was fixed in software release vb20a (4.0a).